Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an MRI at 1.5 tesla. After the procedure a clashing sound was heard when using the implant. Re-implantation is planned.

Manufacturer narrative:
Conclusions: after a 1.5t MRI an unusual sound was heard when using the implant. The explanted device investigation revealed a failed measurement at lower input levels; however, the observed deviation cannot explain the reported sensation, as this would be related to higher input levels where instead the device operates within specifications. Device response was compared to a reference implant and no conspicuous behaviour could be observed. Also, x-ray inspection confirmed the transducer integrity. Abrasion marks were found on one cortical screw; thus, the likely reason for the unusual sensation is that the transducer loosened on one side during MRI. Inadequate fixation of the cortical screw at implantation surgery could have caused the above event. The recipient is bilaterally implanted and the contralateral side remains fully functional after the MRI examination. This is a final report.

Event description:
The user had an MRI at 1.5 tesla. After the procedure a clashing sound was heard when using the implant. The device has been explanted.